Event description:
75 yo m with symptomatic common carotid deisease. Patient had signifcant calcium and vascular diseaes throughout the iliac and aortic arch as well. Penumbra bmx96 was brought in the base of the common carotid. The 90cm bmx 96 was brought over a vtk catheter from the right groin to the left carotid. There iliac artery was relatively tortuos, but take off from the arch was not extremly tortuos. A nav6 protection device was brought past the lesion into the internal carotid. A sterling 5x40 balloon was used to pre-dilate the lesion. Cguard was prepped according to IFU. The cguard prime 9x40 stent was put into place, and once the slider was brought back the device became extremly difficult to deploy. Under significant force the slider was brought to end, but the device did not deploy. Cguard was renoved without issue. The case was competed with a competitors stent.

Manufacturer narrative:
Device analysis and investigation is in-process.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report - additional information. The physician did deploy the stent on the bench. He tried to deploy it in the standard method. Territory manager believes he could have pulled on the tip becuase it was still coming out easilty once the stent was outside the body. At some point he did use the blue portion near the handle to try and help the stent deploy during the case.

Event description:
75 year old m with symptomatic common carotid deisease. Patient had signifcant calcium and vascular diseaes throughout the iliac and aortic arch as well. Penumbra bmx96 was brought in the base of the common carotid. The 90cm bmx 96 was brought over a vtk catheter from the right groin to the left carotid. There iliac artery was relatively tortuos but take off from the arch was not extremly tortuos. A nav6 protection device was brought past the lesion into the internal carotid. A sterling 5x40 balloon was used to pre-dilate the lesion. Cguard was prepped according to IFU. The cguard prime 9x40 stent was put into place, and once the slider was brought back the device became extremly difficult to deploy. Under significant force the slider was brought to end, but the device did not deploy. Cguard was renoved without issue. The case was competed with a competitor's stent.

Event description:
75 yo m with symptomatic common carotid deisease. Patient had signifcant calcium and vascular diseaes throughout the iliac and aortic arch as well. Penumbra bmx96 was brought in the base of the common carotid. The 90cm bmx 96 was brought over a vtk catheter from the right groin to the left carotid. There iliac artery was relatively tortuos, but take off from the arch was not extremly tortuos. A nav6 protection device was brought past the lesion into the internal carotid. A sterling 5x40 balloon was used to pre-dilate the lesion. Cguard was prepped according to IFU. The cguard prime 9x40 stent was put into place, and once the slider was brought back the device became extremly difficult to deploy. Under significant force the slider was brought to end, but the device did not deploy. Cguard was renoved without issue. The case was competed with a competitors stent.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report - additional information. The physician did deploy the stent on the bench. He tried to deploy it in the standard method. Territory manager believes he could have pulled on the tip becuase it was still coming out easilty once the stent was outside the body. At some point he did use the blue portion near the handle to try and help the stent deploy during the case. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.